Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor, which resolved the issue. The ventilator passed all testing.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.